Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed just after turning on the subject device during the unspecified procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the user and a circumstance which the user has not returned the subject device, it was surmised that the reported phenomenon was not duplicated at the user facility. Omsc surmised there was the possibility this phenomenon was attributed to connection mistake or the like, and there was no problem in the subject device. If additional information becomes available, this report will be supplemented.